Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy procedure, a total of two (2) 10.5mm trunav retrograde drill devices easily broke when handle. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Event description:
It was reported that during a knee arthroscopy procedure, a total of two (2) 10.5mm trunav retrograde drill devices easily broke when handled. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿b5¿. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned devices found that it is not in their original packaging. Device 1 the retrograde bit and the actuator wire are no longer attached to the drill shaft and were not returned. Device 2 the retrograde bit is fractured away from the actuator wire and was not returned. The actuator wire is still attached to the grey slider and is deformed at the distal end. Both devices have debris on them. This case reports, that during a knee arthroscopy procedure, a total of two 10.5mm trunav retrograde drill devices easily broke when handle. The devices did not break inside the patient. The procedure was successfully completed with non-significant delay using a back-up device. The patient¿s status was reported as ok. Should additional information be provided, the investigation will be reopened. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.